Manufacturer narrative:
Pharmacovigilance comment: sanofi co comment dated (B)(4) 2014: this case concerns a pt who experienced the event of joint inflammation after receiving synvisc injection. The causal relationship between the product and event is assessed as possibly related; however, further info regarding pt's clinical course is required from complete case assessment.

Event description:
Based on additional info received on 24 september 2014, this case initially considered as non-serious was upgraded to serious as the event of "cannot walk due to swelling and inflammation (joint inflammation)" was assessed as serious (required intervention, due to steroid use). This unsolicited device case from united states was received on (B)(6) 2014 from a consumer (pt). This case involves a (B)(6) female pt whose stomach hurt, could not walk due to swelling and inflammation and synvisc indicated for torn anterior cruciate ligament (off-label use) while receiving treatment with synvisc and indomethacin. The pt had med history of ruptured meniscus. The pt's previous medication included synvisc ((B)(6) 2014, 3 shots in both knees and they worked perfectly with cushioning her knees). Concomitant medications or concurrent conditions were not reported. On (B)(6) 2014 the pt initiated treatment with synvisc injection at a dose of 3 ml (lot number w1301 - a; route, frequency and expiration date not reported) for osteo arthritis and torn anterior cruciate ligament (off label use). Later that evening, the pt started to experience redness and swelling of both knees. She went to the emergency room on (B)(6). The pt reported that she met with her orthopedic doctor on (B)(6) and he started her on an anti-inflammatory medication indomethacin. On an unk date in 2014, the pt started treatment with indomethacin at a dose of 15 mg twice daily (route, formulation, indication, batch/lot no, expiration date not reported). The pt reported that she had been taking this medication for 3 days with no relief to her knees. She stated that the indomethacin made her stomach hurt. She further stated that she did everything recommended by synvisc on the website (ice, elevation, rest and heat) and did not perform any strenuous activity for 2 days after the injections. The pt reported that she currently could not walk due to the swelling and inflammation. She could tell the swelling in her knees had decreased because she was actually able to bend them now but when she stood about 3 inches above her knee felt very hard. She stated when she was sitting, it felt squishy. She stated that she was maintaining contact with her doctor for treatment of these symptoms and his plan was for her to take the medication for 5 days to see if that helped. She reported that the doctor was apprehensive about sticking a needle in her knees for a steroid injection or to drain fluid because they had never experienced this type of adverse reaction with a pt before. The pt reported that her knees swelled up after the first injections and kept getting worse with the swelling going up her legs. The pt had to have her knees drained and received a cortisone shot. Action taken: stopped temporarily for synvisc and unk for indomethacin. Corrective treatment: not reported for stomach hurt. Outcome : unk for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness assessment: "cannot walk due to swelling and inflammation (joint inflammation)": (required intervention). Additional info was received on 24 september 2014. The case upgraded from non-serious to serious as the event of "cannot walk due to swelling and inflammation (joint inflammation)" was assessed as serious (required intervention) as the treatment medication of cortisone was added. The symptoms of swelling going up her legs and knees drained were added to the event of cannot walk due to swelling and inflammation (joint inflammation). The lot number of synvisc was added. The clinical course was updated and text was amended accordingly.